Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate after loading a cartridge. Reportedly, the cartridge was filled "all the way up" to 300 units, and the pump was incorrect by 200 units. The customer's blood glucose level was 137 mg/dl. During a follow-up call, the customer reported that the insulin gauge decreased to 105 units. Then, the customer reloaded the cartridge and the insulin gauge displayed 180 units. Although requested, the customer declined further assistance from tandem technical support.